Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the graphic user interface (gui) central processing unit (cpu) and the breath delivery (bd) printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator would not boot up. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
Evaluation codes result. Device evaluation summary: the graphical user interface (gui) printed circuit unit (pcu) assembly and the breath delivery (bd) printed circuit board (pcb) was returned for failure analysis. Both components were visually inspected and functionally tested with no anomalies observed. Both components were attached to the failure investigation test ventilator. The ventilator was powered up. On power up, the gui display screen was blank. An attempt was made to load software to the gui cpu and the bd cpu. Both failed to accept the software. Conclusion: system software corrupted. If information is provided in the future, a supplemental report will be issued.